Manufacturer narrative:
Results: (B)(4) samples were sent back with photos which confirmed the complaint of unsealed packages. Retain samples were tested and none were found to have the indicated defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5335839. Conclusion: the unsealed package refers to the top web splicing which is usual of the manufacturing process. Those units are identified and discarded as part of the manufacturing process. This will continue to be monitored.

Event description:
It was reported that bd vacutainer® blood transfer device with luer adapter had three individual packages that were not sealed properly at the part of different yellow tapes. No injury or medical intervention reported.